Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to claim no audio output on (B)(6)2015. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and no related errors were observed within the investigation window. Performed audio\vibration test with the global receiver communication tool and the audio test failed, but the vibration test passed. A "try it" manual test was performed and the audio test failed, but the vibration passed. The receiver case was opened for an internal visual inspection and it passed. Performed the speaker audio intermittent tests and it failed with no audio. The speaker resistance was measured and it was high. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.